Event description:
Medtronic received information that prior to use of a fusion oxygenator, it was reported that the part of the membrane of the fusion oxygenator was broken and had a solution outlet. The device was replaced. There was no adverse patient involvement. Medtronic received additional information that the issue was detected during priming with saline solution, before starting the surgery. There was no damage to the packaging (outer box, inner packaging or sterile barrier). The fusion oxygenator membrane was cracked. A transfusion was not required as a result of this leak. There was fluid coming out of the fusion oxygenator.

Manufacturer narrative:
This regulatory report is being submitted as part of a retrospective review and remediation as part of a CAPA (#726178) action. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.